Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The patient was hospitalized for the peritonitis. The patient was treated with injection (inj.) Vancomycin ip (1 gram, stat), inj. Amikacin (500 milligram, stat), inj. Imipenem (100 milligram, each bag) and inj. Heparin (500 international units (iu), each bag) for the event. The outcome of the peritonitis was unknown. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). On an unreported date, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.